Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached early elective replacement indicator (eri). It was further reported that the two epicardial left ventricular (lv) leads, which were bifurcated to bipolar, had high thresholds. The lead adapter was removed and each lead was tested unipolar, resulting in a lower threshold. One epicardial lead was capped, and the other remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 95% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-53, lead, implanted: (B)(6) 2011; 5071-53, lead, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.